Event description:
Acct. Reports that when they attach a competitor's stopcock or attempt to attach a continu-flo set to the extension set, it does not stay connected. Noted during setup and prime. No injury to patient.